Event description:
It was reported that the patient was having a revision due to an impedance issue with the left lead. It was noted that the right lead was ¿fine.¿ it was noted that it was unknown how long the impedance issue had been occurring. It was noted that the battery voltage was ¿3.02¿ and had been used for 32,000 hours. It was noted that it was unknown whether the implant had been off for a while. It was noted that the left lead had been programmed with ¿2 positives and 6 negatives,¿ while the right lead had ¿1 positive and 1 negative.¿ it was stated that the event had all occurred while on 1 program that had settings of: 2.6v, 450us, 60hz. It was noted that the implantable neurostimulator (ins) was estimated to have been 1.5 years from end of service (eos), according to longevity calculations. Additional information received reported that the patient had had the revision surgery. It was noted that the patient was doing ¿wonderful.¿

Manufacturer narrative:
Concomitant products: product ID: 3778-75, serial# b)(4), implanted: b)(6) 2010, product type: lead. Product ID: 37743, serial# b)(4), product type: programmer, patient. Product ID: 3778-75, serial# b)(4), implanted: b)(6) 2010, product type: lead. (B)(4).